Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st stent wrap with struts raised deformation was evident to the distal tip. The guidewire lumen patency could not be verified with a 0.015 inch mandrel due to hardened blood. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug-eluting stent was used to treat a lesion in the proximal left main coronary artery. The degree of tortuosity was moderate and moderate calcification was noted. There were no abnormalities reported in relation to anatomy. No damage noted to pack aging. No issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. There was resistance encountered when advancing the device and no excessive force was used during delivery. It was reported that there was difficulty advancing the stent across the lesion. It was noted upon removal of the device that a strut was lifted. The physician completed the procedure with a 4.0 x 10 stent. No medical or surgical intervention was needed to prevent permanent impairment of a function and the event did not lead to or extend the patient's hospitalisation. The patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.